Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Reliability analysis inspected 1 opened/used enlite sensor and performed the bicarbonate buffer test per (B)(4). The sensor passed with accurate readings.

Event description:
The customer reported via phone call that his insulin pump inappropriately suspended. His sensor glucose at the time of incident was 69 mg/dl and his blood glucose ranged between 89 mg/dl and 100 mg/dl. During the phone call, his sensor glucose was 50 mg/dl and his blood glucose was 113 mg/dl. The customer was advised on proper insertion technique. The sensor was returned for analysis and a replacement sensor was shipped to the customer.